Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemic event related to missing soft cannual on (B)(6) 2025. The blood glucose (bg) level was 494 mg/dl and patient reported that the catheter was not under the skin. The patient changed the infusion site and administered a 3-unit bolus and after two hours later, blood glucose (bg) decreased to 308 mg/dl. No further information available.